Event description:
It was reported that the PICC insertion was uncomplicated, once the desired PICC length inserted and the PICC flushed with normal saline the pt complained of a "feeling in her throat". The pt became hot, flushed, and short of breath. Oxygen and reassurance were give and the PICC was retracted 2 cm. The sensation dissipated within a few minutes.

Manufacturer narrative:
A lot history review (lhr) of rexc1983 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR for eval.